Event description:
The port was placed 9/96 in the patients arm for chemotherapy. A hole developed in the skin over the port septum. The hole looked like a track through the skin. The patient has lost weight in the year since the port was placed. The port will be removed 08/28/97.

Manufacturer narrative:
The MFR only received pictures of the pt's arm. The actual product was not returned for eval and the lot number was not provided so a device history review was not possible. Product implicated is port w/attachable 6fr single lumen catheter. No product is returned for eval. Two photographs are returned in lieu of product sample. They show two views of pt's left front upper arm (biceps area). Outline of round port is easily identifiable. Size and shape of port outlined is not consistent with pendant shape of port. Skin in surrounding area is discolored while skin over top of port is red. There is round penetrating hole through skin located at about center of top of port. Lot history review is not possible since lot number is unk. Complaint of port erosion is inconclusive. Although photographs appear to illunstrate alleged hole with surrounding irritation, definitive conclusion cannot be reached without eval of product for mfg/design defects. User offers fact that pt lost weight over year that port was in place as possible contributing factor. Appearance of device under skin is more consistent with angio-cath access type port such as this manufacturer's port. This could explaine hole through skin from presence (or absence) of angio-cath.